Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a panniculectomy, the surgeon was trying to clip the vessel, but the device did not clip the vessel. A new device was used to complete the case. There was no patient injury.